Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017-excessive force.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an endovascular abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, after deployment, the lever of the prostyle device could not be closed completely and the foot did not retract all the way. There was resistance when removing the device and some force was used to remove it from the patient anatomy. No vessel or tissue damage was noted. The sutures of two new prostyle devices were successfully pre-placed. The aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficult to open or close was not confirmed. The difficult to remove is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the device was removed with excess force. It should be noted that the prostyle instructions for use (IFU), states: do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contributed to the reported difficulties with the device. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Based on observations from the returned analysis it appears the suture was harvested successfully. It is possible suture was caught in the foot or the foot caught tissue leading to the difficult to remove. The manipulation of the device likely allowed the foot to close enough to free the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.